Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified right coronary artery. A 3.5x38mm xience skypoint stent delivery system (sds) failed to cross due to resistance with anatomy. A 3.5x18mm xience skypoint sds was attempted to cross; however, also failed due to anatomy. During removal resistance was met with the guide catheter and the stent dislodged; however, remaining on the guide wire in the guide catheter. Therefore, both the guide catheter and sds were removed as a single unit. Additional pre-dilatation was performed with an unspecified balloon. Another 3.5x18mm xience skypoint was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay. No additional information was provided.